Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed and was not detected on communication bus. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3/2 was intermittently ejecting cubies. A field service engineer inspected all connections to the bus and trays to ensure they were secure and properly seated. The fse ran diagnostics and cleaned the unit to ensure the device was working properly. The system functioned as intended after the field service engineer repaired the device.